Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. It appears that the paravalvular leak associated with this valve was due to low positioning; however, without return of the products involved in the clinical observation, a conclusive cause could not be determined from the information available.

Event description:
Medtronic received information that this was the third of three transcatheter bioprosthetic valves that were not successfully implanted. It was reported that the first valve dislodged out of the annular position during the removal of the delivery catheter system (dcs), possibly after the dcs nose cone became caught on the bottom of the valve. The second valve dislodged from the annulus after release from the dcs; there was no observed or suspected reason for the dislodgement reported. This valve was placed in too deep a position, resulting in severe paravalvular aortic regurgitation. An attempt to reposition the valve with a snare was unsuccessful. It was reported that the patient became hypotensive, so another manufacturer's transcatheter bioprosthetic heart valve was implanted within this valve. The first two valves also were not explanted. No subsequent adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that severe paravalvular leak (pvl) was noted after dislodgement of the first two valves. The third valve had been positioned low in the left ventricular outflow tract (lvot).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. Additional information has been requested. A supplemental report will be filed if additional information is received or when the investigation is completed. (B)(4).